Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 13:16:34 on (B)(6) 2025. At 15:13:44, an arrhythmia was detected. ECG shows asystole with motion/tactile artifact and electrode lead falloff. At 15:14:48, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with motion/tactile artifact and electrode lead falloff. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity, motion/tactile artifact and electrode lead falloff. The device was shut down at 15:19:55 on (B)(6) 2025.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 13:16:34 on (B)(6) 2025. At 15:13:44, an arrhythmia was detected. ECG shows asystole with motion/tactile artifact and electrode lead falloff. At 15:14:48, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with motion/tactile artifact and electrode lead falloff. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm, with intermittent cardiac activity, motion/tactile artifact and electrode lead falloff. The device was shut down at 15:19:55 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the device malfunction caused or contributed to the patient's passing as the patient was in a non life-sustaining rhythm.